Event description:
Information was received for a pt reporting that her pump was irreparably damaged by paramedics while they were attending to her during a hypoglycemic seizure. When questioned regarding the details of the incident the reporter stated that her hypoglycemia was caused by over bolusing herself for a meal. She was unable to remember the specifics of the dosing she had programmed that day. She reported that her blood glucose was measured at 30mg/dl. The paramedics treated her onsite with IV dextrose. She was not admitted to the hospital or taken to the emergency room. The reporter stated that she had no concerns regarding the operation or delivery of the device; she believes that it delivered as programmed. The paramedics cracked the housing. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.